Event description:
It was reported that an ilet pump¿s screen was cracked and then completely broken, after which the user transitioned to backup therapy using injections and a replacement device was shipped. Symptoms included no reported blood glucose impact or injury. Outcomes included continued insulin therapy with an alternate method and no medical intervention. Investigation included collection of user reports, verification of device information, review of return logistics, and attempts to obtain the device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.